Manufacturer narrative:
A supplemental report will be submitted upon completion of the investigation.

Event description:
It was reported that, "during the tha, the surgeon felt that the insert trial was difficult to remove from the trident hemispherical solid back shell (56mm). Therefore, when the surgeon was trying to remove the trial insert with forceps, also the shell came off from the patient acetabuli with trial insert."